Manufacturer narrative:
After clinical review it was determined that this file is not MDR reportable.

Event description:
The customer reported that the tubing set leaks at the spike because the slide clamps are not very effective. When using one spike and the other one is closed it still leaks fluid or potentially blood products all over. The clinician noticed the leaking on the floor which happened before the patient was in the or room. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing set leaks at the spike because the slide clamps are not very effective. When using one spike and the other one is closed it still leaks fluid or potentially blood products all over. The clinician noticed the leaking on the floor. There was no patient harm.